Event description:
The customer reported that the battery melted and damaged the case.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is sitll under investigation.